Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) it would not seat properly. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.11., h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).